Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received alarmed compromised force sensor system. The customer¿s blood glucose level was 22.0 mmol/l. The customer stated that the drive support cap appears normal. Troubleshooting was performed. The customer was advised to the insulin pump will need to be replaced and discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.